Event description:
Customer reported that there was a 28 min delay in the medication order displaying at the pyxis medstation es. This was during an emergent situation, patient was having seizures. The patient continued to seize while waiting to obtain medication. Medication was diazapam. No patient harm was reported.

Manufacturer narrative:
Customer reported that there was a 28 min delay in a medication order displaying at the pyxis medstation es, this occured during an emergent situation, patient was having seizures. The patient continued to seize while waiting to obtain medication. This event is recorded on complaint number (B)(4). Tsc agent reviewed the log files and found that the data was not consistent with the reported delay.11:02 - initial message for order (B)(4) is received and processed.11:03 - a removal for diazapm 1.5 mg is performed by the user.11:07 - discontinue message for (B)(4) is received and processed.11:26 - initial message for order x590 is received and processed.11:29 - a removal for diazapam 1 mg is performed by the user.11:32 - discontinue message for x590 is received and processed. Both of the orders had a repeat pattern of "once," so after they were dispensed the system discontinued them. This MDR was filed to reflect the customer complaint although the series of events described do not coincide with the log data that was analyzed as part of the investigation. Although the case was created against the pyxis medstation es server the actual event took place at the pyxis medstation es station. Although the case was created against the pyxis medstation es server the actual event took place at the (B)(6).

Event description:
Customer reported that there was a 28 minute delay in the medication order displaying at the bd pyxis medstation es. This was during an emergent situation; patient was having seizures. The patient continued to seize while waiting to obtain medication. Medication was diazapam. Tsc agent reviewed the log files and found that the data was not consistent with the reported delay. Although the case was created against the pyxis medstation es server the actual event took place at the pyxis medstation es station.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b1, d1, d4, d5, e3, g1, h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2020 to (B)(6)2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the there was no delay on the side of the es server. The technical support specialist found that orders were received and processed within a few seconds of their timestamps and issue was likely caused by the user error. No fault found in es systems. The system functioned as intended after the technical support specialist assessed the device.